Event description:
It was reported that bd conventional needles needle cores the vial rubber. The following information was provided by the initial reporter: when puncturing the rubber of (multiple types of) vials of medication, a piece of rubber enters the vial. When puncturing the rubber of a vial of medication, a piece of rubber enters the vial with it. This has happened with several types of vials (at least piptazo and acyclovir) when aspirated, the rubber enters the syringe and the patient runs the risk that this piece of rubber will be injected during the administration of medication. This has happened at least 4 times in my shift from 10-7, making medication unusable.

Manufacturer narrative:
As no physical sample, valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.